Manufacturer narrative:
The insulin pump was received with intermittent buttons due to the corroded keypad traces. No button error alarms or frozen screen was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the lcd window corners and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 214 mg/dl. Customer stated that she's been moving for the last couple of days and the pump dried in front of the fan. Customer stated that a button was not pressed for 3 minutes or longer. Customer stated that she went to treat for lunch but the pump was frozen. Customer stated that this is the second time. Customer was able to clear it the first time. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.